Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #7241568. All inspections were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle that the needle stayed in skin after trying to inject and insulin leaked down consumers leg. The wife of the user was able to remove the needle using her finger nails.

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle that the needle stayed in skin after trying to inject and insulin leaked down consumers leg. The wife of the user was able to remove the needle using her finger nails.

Manufacturer narrative:
Investigation: customer returned (2) 1cc, 8mm, 31g syringes in an open poly bag from lot # 7241568. Customer states that the needle stayed in the skin after trying to inject, insulin leaked, and there was bleeding. Both returned syringes were examined and one sample exhibited the cannula separated from the barrel. Both samples exhibited adhesive runoff onto the barrel, which could lead to leakage. No defects that could indicate bleeding were observed on the samples. A review of the device history record was completed for batch# 7241568. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted for insufficient adhesive. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula separates and adhesive runoff) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bleeding) the cannula and adhesive are applied at the cannulator before being cured in an uv oven at the pils line. The cannula is inserted in the barrel tip well and adhesive is applied filing the well around the cannula. The adhesive nozzle that applies the adhesive to the barrel tip was out of adjustment. Root cause of cannula separating from the barrel is from the adhesive nozzle applying the adhesive between the barrel ribs instead of the barrel tip well and cannula. The adhesive nozzle was adjusted and verified with 150 samples to correctly apply adhesive before resuming production. CAPA#226773 was opened after the date of manufacture on 03jan2018 to address insufficient adhesive.